Event description:
The target lesion was #7, eccentric and mild calcification, 90% stenosis. The tortuosity at the aorta was heavy. The physician used three guiding catheters as he felt difficulties engaging the guiding catheter. The bmw was crossed to the lesion, but it did not go to the peripheral vessel, but the physician did cross with the crosssail and dilate the lesion. After deflation of the balloon, he made an attempt to advance the wire to go distal, but it did not move. When he moved the coronary dilatation catheter (cdc), the guide wire moved together with it, he removed both devices (bmw and crosssail). When pulled out of the pt's body, the physician found that the guide wire had separated and the separated end remained in the guide wire lumen of the cdc. Thereafter, he choose a s'port wire, but it did not cross the lesion.

Manufacturer narrative:
Quality assurance analysis of the device revealed that the guide wire was returned with dried blood on the core and hypotube. There was no contrast visible. The distal portion of the guide wire was separated at the distal end of the hypotube and was not returned. There was core extending out the distal end of the hypotube. The catheter was returned with dried blood on the shaft, balloon and in the guide wire lumen. There was thick contrast in the shaft and in the balloon. The balloon was loosely folded. There was no damage noted to the catheter. A laser micrometer was used to measure the maximum outer diameter of the guide wire and this met manufacturing criteria. Using a .0155" mandrel, advanced the mandrel through the tip of the catheter past the proximal seal and through the guide wire exit notch without resistance. This met manufacturing criteria. The returned guide wire was used, and an attempt was made to backload the guide wire through the returned catheter but the guide wire would not advance due to the thick dried blood on the guide wire lumen. Using a new guide wire, an attempt was made to backload the guide wire through the returned catheter but the guide wire would not advance due to the thick dried blood in the guide wire lumen. The returned guide wire was cleaned with water and flushed the guide wire lumen of the catheter with water. Backloaded the returned portion of the guide wire through the returned catheter without resistance. Blackloaded the new guide wire through the returned catheter without resistance. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Quality engineering reviewed the incident info and analysis of the returned devices. There was no damage noted for the catheter, but because the distal portion of the guide wire was not returned, the guide wire was sent to sem for analysis. The sem showed that the guide wire failed from ductile overload which may have been initiated at a fatigue point. It appears as if there was resistance between the guide wire and the catheter during the procedure. The failure mode suggests that the guide wire was pulled too hard in the attempt to remove the guide wire and this fractured the guide wire. The cause of the initial resistance could not be determined, but the design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undersirable level. The buildup of thick blood and/or contrast on the guide wire and in the guide wire lumen can cause resistance. In this case, the buildup of thick blood on the guide wire and in the guide wire lumen appears to be the most likely cause of the guide wire movement difficulties during the case. Once the returned guide wire was cleaned and the guide wire lumen of the catheter flushed, guide wire movement was tested with no resistance being noted. Unfortunately because the distal end of the guide wire was not returned, no add'l info could be concluded from an analysis of the guide wire tip. Manufacturing performs 100% inspection for coil damage at multiple in-process operations. The reported incident circumstances will be trended. Corrective may be taken based on trend results.